Manufacturer narrative:
The country of origin is (B)(6). The sample was requested for investigation. There was no sample available. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable ca 19-9 elecsys e2g result from the cobas 8000 e 801 module serial number (B)(4). The sample was initially diluted and tested on a siemens atellica analyzer at a second site, resulting with a value of over 70000 u/ml. The sample was repeated on the customer's e 801 analyzer, resulting with a value of 300 u/ml. The 300 u/ml value was reported outside of the laboratory to the second site and this site questioned the difference between the values. On (B)(6) 2020 the sample was repeated on the customer's e 801 analyzer, resulting with a value of 344 u/ml. The sample was diluted 1:100 and repeated on the e 801, resulting with a value of >10000 u/ml with a data flag. The sample was diluted 1:2 and repeated on the e 801, resulting with a value of 1184 u/ml.